Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The cause of the reported event remains unknown.

Event description:
Related manufacturer report number: 3005334138-2021-00023, 3008452825-2021-00019, 2182269-2021-00001. During an af radio frequency ablation procedure, a pericardial effusion occurred. After 2h 30min into the procedure, the patient remained asymptomatic, however, ice revealed a pericardial effusion. A pericardiocentesis was performed and 725cc were drained the pericardium. Following the drainage the procedure was stopped and the patient was monitored overnight and remained in stable condition. The physician mentioned they thought the issue was caused in the la.